Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had two aborted vf episodes. Review of the episodes showed noise on the rv lead. The capture threshold had been slowly increasing from (B)(6) 2009 till (B)(6) 2010. The lead was capped and replaced.